Event description:
It was reported that the customer had high blood glucose levels of 407 mg/dl. The mother of the customer reported that one of the buttons of the insulin pump was unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.